Event description:
It was reported that the patient underwent a plif fusion procedure at l4-5/l5-s1 using rhbmp-2/acs. Per the op report, "... We identified the fusion beds lateral to the instrumentation and slightly underneath the instrumentation we placed rhbmp-2, rolls, and a collagen sponge along the left l4-5 and left l5-s1 sites and along the right l4-5 and right l5-s1 sites we placed two additional rhbmp-2 sponges along with new bone and autograft that was morcellated.' Post-operatively, patient developed nerve damage and chronic pain in limbs.

Manufacturer narrative:
(B)(4).

Event description:
In 2005 patient was seen at (B)(6) years of age and after undergoing a differential spinal showing concordant pain at l4-5, he was taken to the operating room at which time he underwent a 360 arthrodesis through a posterior approach with implantation of capstone biomechanical prosthetic devices at the l4-5 level and implantation of 14 x 26.0 mm capstone biomechanical devices. He underwent supplemental posterolateral arthrodesis with recombinant bone morphogenic protein placed. The patient's segmental instrumentation included the tsrh-3d system that was manufactured by medtronic. The patient's recovery from surgery was slow yet successful. He did fairly well and went back to work. In the fall of 2008, patient was involved in a work-related incident at which time he was lifting anywhere from 150 to 175 pounds. He hurt his back as he felt a pop during the incident. He returned to work, but his pain became progressively worse. He was briefly hospitalized in the fall of 2008 at which time he was placed on IV narcotics in order to manage his pain. In (B)(6) 2008, it was apparent that the patient was not getting better. He had undergone both a CT and an mr as part of his workup, and the patient had been treated with epidural blocks as well as physical therapy. Neither of the epidural blocks nor the physical therapy alleviated his pain. He was having principally lower back pain with radiation into the left and right lower extremities with radiation all the way down the left posterolateral thigh and into the left calf. There was numbness extending into the left distal lower extremity almost in the same distribution as his pain, and there was dense numbness of his left foot. Willie was not able to return to work and in view of this problem, he elected to undergo surgical intervention. His lumbosacral MRI study showed that he had an l5-s1 paracentral herniated disk that was slightly eccentric toward the left side. On (B)(6) 2009 the patient had a pre-operative diagnosis of adjacent segment disease with ls-s1 left central to paracentral disk herniation with symptomatic left greater than right bi-radiculopathy, intractable and resistant to conservative therapy. Previous lumbar disk disease with symptomatic radiculopathy in 200s; status post 360 degree arthrodesis through a posterior approach with implantation of capstone biomechanical prosthetic devices at the l4-s levels with implantation of tsrh-3d radicular system. The patient underwent an exploration of spinal fusion at l4-s. Interbody arthrodesis through a posterior approach or plif at ls-sl including discectomy at that level. Implantation of two biomechanical prosthetic devices or two sustain 0 implants measuring 13 x 26 mm in size at the ls-s1 interbody space. Implantation of new bone and harvesting of bone autograft from the lamina and face tal elements at l4-s and at ls-s1. Posterior segmental instrumentation including implantation of revere globus spinal systems including implantation of an 8.s x 6s.0 mm pedicle screw (globus spine) at the left l4 site, implantation of an 8.s x 6s.0 mm pedicle screw (globus spine) at the left ls pedicle entry point and implantation of a dual diameter 6.0 to 7.s x so.o mm pedicle screw at the left s1 pedicle site; implantation of an 8.s x 60.0 mm pedicle screw at theright l4 site, implantation of an 8.s x 60.0 mm pedicle screw at the ls point and implantation of a 6.0 to 7.s x 50 mm pedicle screw at the right s1 pedicle entry point. Implantation of two 6s.0 mm pre-bent rods, 5.s mm in thickness implantation of set screws to complete the segmental length. Posterolateral arthrodesis at l4-s. Posterolateral arthrodesis at l5-s1 using both a combination of allograft and autograft elements. Once old hardware was removed, we placed rhbmp-2, rolls, and a collagen sponge along the left l4-s and left ls-s1 sites and along the right l4-s and right ls-s1 sites we placed two additional rhbmp-2 sponges along with new bone and autograft that was morcellated. On (B)(6) 2009 the patient presented with preoperative diagnosis: suspected complex wound seroma (verified by CT as being about 20 cm in length by 4.5 cm in width by about 3.5 cm in depth). The patient underwent an incision and drainage of complex wound seroma, i.e., probable complex infection with water picking of the wound and multilayer closure using prolene. On (B)(6) 2009 the patient presented with comp1ex wound infection with separation of the 10wer pole of the wound. The patient underwent an incision, drainage, and debridement of comp1ex wound infection with the wound packed open. On (B)(6) 2009 the patient underwent a deep para lumbar fluid-filled cavity, consistent with deep abscess. The patient was developing recurrent sepsis and was noted to have a mutated strain of pseudomonas identified on his latest set of cultures. The patient had been operated upon in 2005, had undergone successful fusion with instrumentation through an interbody approach at that time and had gone back to work. He developed recurrent radiculopathy on the left and was noted to have a left paracentral disk herniation at l5-s1. On (B)(6) 2009, he underwent an instrumentation revision, exploration of spinal fusion, and removal of the old instrumentation with replacement with new instrumentation from l4 to sl with interbody arthrodesis at l5-s1. This surgery was complicated by the wound seromas, as mentioned above, and subsequently by sepsis. At this time, it is felt that he would benefit from removal of all the instrumentation and thorough debridement of the deep abscess cavity.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: the patient underwent mr study which showed that the patient had an l5-s1 herniated disc below the level of his fusion. The patient had a solid bony arthrodesis from l3 all activity to l5 and underwent the exploration of the spinal fusion at l4-l5, removal of posterior segmental instrumentation and implantation of a globus spine revere system extending from l4 to s1 with new bone graft and recombinant bone morphogenic protein. Post op patient do well, but he did complain of some left lower extremity pain that resolved with activity. On (B)(6) 2009: the patient was pre-operatively diagnosed with suspected complex wound seroma (verified by CT as being about 20 cm in length by 4.5 cm in width by about 3.5 cm in depth) and underwent the following procedures: incision and drainage of complex wound seroma, i.e. Probable complex infection with water picking of the wound and multilayer closure using prolene. Post-op diagnosis: complex wound seroma, possible infection. On (B)(6) 2009: the patient underwent a CT of the lumbar spine which showed that the instrumentation was well placed and that there was no sign of failure nor was there any sign of any neurological impingement. On (B)(6) 2009: the patient was pre-operatively diagnosed with complex wound infection with separation of the lower pole of the wound and underwent the following procedure: incision, drainage, and debridement of complex wound infection with the wound pack open.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.